Event description:
It was reported that the atrial lead was undersensing and not capturing. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).